Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Section g: there is no 510k number associated with this device. The device associated with this event is an authorized product under the emergency use authorization (eua) issued by FDA for the covid-19 pandemic. This device was granted authorization by FDA on april 5, 2020. H3: medtronic received the suspect device/component from the customer, but the device has not yet been evaluated to date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the pb560 ventilator suddenly stopped ventilation and generated a loud alarm sound. The patient was removed from the ventilator and was transferred to an alternate ventilator as a result of the reported event.

Manufacturer narrative:
Section d9 was updated due to a part return h3 device evaluation summary: updated due to a part return medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the pb560 ventilator suddenly stopped ventilation and generated a loud alarm sound. The device was available for evaluation. The service personnel (sp) inspected the ventilator, but could not duplicate the reported issue nor confirm the issue in memory since log data could not be extracted. The sp replaced the central processing unit (cpu) printed circuit board (pcb) to resolve the log extraction isse. Additionally, sp replaced the turbine and the inspiratory block due to an abnormal smell of the inspiration gas. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The turbine and inspiratory block were not returned for analysis. One cpu pcb was returned for further analysis: a visual inspection was carried out on the returned component, and it was observed that the lcd display panel was damaged. The lcd display panel was replaced with a known good lcd display panel. The cpu pcb was attached to the failure investigation test ventilator for analysis and passed all the tests without failures. The investigation could not confirm the reported issue of "ventilation stopped and a loud alarm sounded" therefore a cause could not be determined. The secondary finding that the data logs could not be extracted was related to a damaged cpu card. How this damage occurred cannot be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all quality specifications. The events are included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section h6 updated due to device evaluation: method code - remove b21 and add b01 result code - remove c21 and add c13 conclusion code - remove d16 and add d15 component code - remove g07003 and add g07001, h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the pb560 ventilator suddenly stopped ventilation and generated a loud alarm sound. The device was available for evaluation. The service personnel (sp) inspected the ventilator, but could not duplicate the reported issue nor confirm the issue in memory since log data could not be extracted. The sp replaced the central processing unit (cpu) printed circuit board (pcb) to resolve the log issue. Additionally, sp replaced the turbine and the inspiratory block due to an abnormal smell of the inspiration gas. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The investigation could not determine a cause of the event. The event is included in a trending and monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.